Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported, left side "rupture". Device was explanted and replaced.

Event description:
Patient reported left side "rupture." Device was explanted and replaced.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "rupture." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). As per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.